Manufacturer narrative:
The autopulse, serial number (sn) (B)(4) , was returned for evaluation and repair on 9/28/2016. A visual inspection showed damage to the battery compartment and the battery partition cover was damaged. This damage is unrelated to the reported complaint and does not affect the functioning of the device. This type of physical damage can occur due to normal wear and tear over the life of the device. This autopulse was manufactured on 4/05/2004. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive indicated multiple occurrences of ua7 (discrepancy between load 1 and load 2 too large) on (B)(6) 2016 which was the last power up date of the device. This confirmed the customer's complaint. The initial functional test could not be performed due to ua 7 faults. The service technician found that this was due to defective load cells. To resolve the issue the load cells will be replaced. In summary, the customer's report of the autopulse displaying ua7 (discrepancy between load 1 and load 2 too large) was confirmed. This was due to defective load cells.

Event description:
The customer reported that the autopulse (ap) was displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), during their morning shift check. Everything else is working as expected. No patient was involved.